Event description:
Reporter noted viscoelastic occluded both incision and irrigation port of ultra sound tip during phaco. Thermal burn observed at sclerocorneal incision. Used three stitches to close wound. Wound was leaking. Made another sclerocorneal incision and restart phaco. While aspirating nucleus, anterior chamber was unstable due to leak, and inadvertently aspirated posterior capsule, causing rupture. Iol was implanted out of the bag. Wound sutured to close; small leak noted. Prognosis reported as corneal edema and astigmatism.